Manufacturer narrative:
The returned device was evaluated and the tip of the soft cannula was found to be torn off during investigation. Fluid was able to successfully travel through the fluid path. It could not be conclusively determined when the tear occurred. The downloaded data returned an alarm, indicating an occlusion during run time. No other damages or defects were found with the device and the cause of the observed alarm could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose (bg) reached 312 mg/dl after wearing the pod between 24 and 36 hours on the leg. The patient was able to activate a new pod and the patient's bg levels lowered to 150 mg/dl.